Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer's blood glucose has been high for the last month or two. Customer's blood glucose has been between 3 and 600 mg/dl at any given time. Caller stated that one time it burned so badly that the customer had to take the pump off. Customer has 4 cannulas and reservoirs that are not usable. Customer wants to get them replaced. Customer's blood glucose was in the 500's mg/dl at the time of the incident. Customer's last blood glucose was 360 mg/dl. Caller declined troubleshooting for the high blood glucose readings. Customer treated with a bolus on the pump.